Event description:
It was reported that during an initial knee procedure, a tasp fractured when the surgeon used a mallet to insert the articular surface trial into a tight joint space. No patient harm or impact was reported. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and is fractured on the medial side of the post feature. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to user error as it was incorrectly used with excessive force. It was reported that the surgeon used a mallet to insert the trial into a tight joint space; the surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any tasp construct failures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.